Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level within last 30 days was 50 to 60s mg/dl and lower at time to 40 mg/dl. The customer blood glucose was also 45, 55 and 47 mg/dl. The customer treated with a glucose tablets and a meal. The customer declined troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.